Event description:
It was reported that the user¿s ilet pump stopped dosing after the battery depleted from not being charged, and upon recharging and rebooting the device it entered bg run mode with dosing scheduled to stop soon; the issue pertained to the battery component and was characterized as premature battery discharge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem associated with the battery, aligning with a device problem of premature battery discharge in the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.